Manufacturer narrative:
Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - establishment post office or zip code: (B)(6). Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the extended depth of focus intraocular lens (iol) was set with ophthalmic irrigation solution, and that the tip of the cartridge was found to be cracked after the iol implantation. There was no enlargement of the incision and no catching on the wound. No resistance was felt during manipulation of the plunger at the time of implantation. There were no patient injuries, and no other medical intervention was required. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: december 1, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed throughout the cartridge. The cartridge tip and cartridge was observed to be torn. No issues were identified with the lens module, device assembly, plunger rod, or plunger rod advancement. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.